Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the xpo100b has been plugged in for two days and the batteries will only show half charged, and when the battery is plugged in, the xpo100b will not power on, no error codes.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery was not charging and the pc board power inlet was damaged causing the unit not to power on even when the battery was plugged into it, which confirmed the original complaint issue.

Event description:
Provider states the xpo100b has been plugged in for two days and the batteries will only show half charged, and when the battery is plugged in, the xpo100b will not power on, no error codes.